Event description:
It is reported that the patient was revised due to a large tibial bone cyst formation. It is further reported that plastic wear debris funneled down through the screw holes of the tibial baseplate implant into the patient's tibia. The presence of this debris apparently triggered an autoimmune response which deteriorated the bone tissue.

Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog #620008811, natural-knee ii congruent tibial insert, lot # 1454494. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Legal update received includes primary operative notes and medical records. Primary operative notes confirm the patient underwent left total knee replacement due to severe tricompartmental degenerative osteoarthritis. With the trialed tibial and femoral components, the knee was tracked through a full range of motion and ligaments were balanced in flexion and extension. A patella was reamed to accept a patellar component. Final tibial and femoral implants were inserted into place and the knee was carried through a full range of motion and was found to be good with good tracking, ligaments were balanced in flexion and extension, and patellar tracking was midline. Medical records confirm that the patient suffered nonunion and left proximal tibia shaft fracture. The nonunion site was opened and the normal neutral alignment of the tibia was carried out. A single lateral plate was used for the alignment and stability of the nonunion site with satisfactory results. The patient was treated for postoperative pain with left femoral nerve block. No complications were identified. No other new information relevant to the components was received. Therefore, previous conclusion summary and detail are not affected and remain the same.

Manufacturer narrative:
Updated information received for the products used in surgery. Review of the device history records did not find any deviations or anomalies. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
The supplemental information received including revision surgical notes. Revision surgical notes indicate that the patient was revised for a large tibial bone cyst under the left total knee arthoscopy. After removal of the components, a large tibial cyst which was due to lytic disease from the polyethylene was removed. Large amounts of cancellous bone graft were packed into the defect. Per the package insert of the related components, pain and polyethylene wear are known adverse effects of this procedure. A product history search identified no other complaint for the part and lot combination of the tibial component or the articular surface. Previous extensive investigations have been performed but could not identify what caused the development of osteolytic lesions associated with generation of wear debris in n-k-ii conventional polyethylene (sulene). A definitive root cause cannot be determined with the information provided.